Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load as the seal was stuck in the loading device.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unk. (B)(4).